Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during patient preparation, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system geometry movements were not available. Upon troubleshooting, the fse found that the geometry module failed to receive power after system startup. Further inspection identified a loose cable connections within the r-cabinet, which had caused loss of power supply to the geometry circuit. To resolve the issue, the fse reconnected all the cables. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.